Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the ventricular jack of the external pulse generator (epg) was damaged; the output connectors were broken. It was also found that the keypad was scratched, and the display wires were pinched with the wires exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular jack of the external pulse generator (epg) was physically damaged. The epg has been returned for repair. No patient complications have been reported as a result of this event.